Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash around the right-side breast that is red and has welts. Area is painful and the patient removed the device. No reports of open or weeping skin. The patient's physician determined the irritation to be shingles and was prescribed "valcarton." The lifevest contact was irritating or exacerbating an existing condition. During a follow-up, it was reported that the patient still had shingled and the doctor advised the patient to return the device as it was no longer needed.